Manufacturer narrative:
Omit: a1407 - insufficient flow or under infusion (2182) a140504 - inaccurate delivery (2339) g07001 - part/component/sub-assembly term not applicable b17 - device not returned c20 - no findings available d15 - cause not established additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex g,b,c,d codes & manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the nurse hung the pca syringe at approximately 1000 hours. She selected the ims_30 syringe, a 30 ml manufacturer filled syringe with a 1mg per 1ml morphine concentration. It was programmed at 6mg/hr. A little after 1300 hours the nurse was going to reprogram the rate and she noticed that the amount infused at that point was not reading what it should have been. It was showing to have infused approximately 12 mg when it should have been approximately 18mg. After removing the syringe, across the top of the screen it was reading ¿60 ml monojet.¿ when they went to clear the infusion it was reading that it had 29.4 ml left to infuse. The staff disposed of the narcotics left in the syringe and wasted 18ml which means the patient only received 12mg when they should have received 18mg. The syringe sizer kit was replaced on (B)(6) 2020 per the recall instructions for that part. There was patient involvement but no harm.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the nurse hung the pca syringe at approximately 1000 hours. She selected the ims_30 syringe, a 30 ml manufacturer filled syringe with a 1mg per 1ml morphine concentration. It was programmed at 6mg/hr. A little after 1300 hours the nurse was going to reprogram the rate and she noticed that the amount infused at that point was not reading what it should have been. It was showing to have infused approximately 12 mg when it should have been approximately 18mg. After removing the syringe, across the top of the screen it was reading ¿60 ml monojet.¿ when they went to clear the infusion it was reading that it had 29.4 ml left to infuse. The staff disposed of the narcotics left in the syringe and wasted 18ml which means the patient only received 12mg when they should have received 18mg. The syringe sizer kit was replaced on (B)(6) 20 per the recall instructions for that part. There was patient involvement but no harm.